Event description:
It was reported that the stent deployed prematurely. The target lesion was located in the carotid artery. The 10x24, 5.9f, 135cm carotid wallstent stent was used to treat the lesion. The stent deployed inside the patient while the physician was trying to advance it over the wire. The procedure was completed with a different device. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent deployed outside the patient and not inside the patient.